Event description:
"One balloon trocar deflated after insertion into the abdomen and would not re-inflate. The other balloon would not inflate enough to give a proper seal and anchor the trocar against the peritoneum (the balloon was offset/oblong on the cannula shaft). Pt was ok, but this prolonged the procedure because need to got get a 2nd gelport balloon which failed and then to go get a competitive taut balloon trocar for the surgeon to use."

Manufacturer narrative:
Investigation summary: the first returned sample would not hold pressure due to a slit in the balloon. Balloon rupture can occur from over-inflation. The product info data sheet stipulates that care must be taken during inflation or when inflating balloon before it has reached the correct location in the peritoneum. Slits can occur when the balloon contacts sharp instruments during usage. The cause of the slit in this particular balloon could not be determined due to a lack of definitive info surrounding the usage of the trocar. The second sample was confirmed to have a balloon that was off-set after inflation. Balloons are checked for concentricity prior to packaging. However, balloons have been known to inflate asymmetrically after prolonged periods of storage. Applied has since changed the balloon material to a different formulation.